Manufacturer narrative:
(B)(4).

Event description:
It was reported that there was noise. The patient presented over merlin.net with an alert for ventricular noise reversion. The noise reversion egms were shut off, so no egms were available. Programming changes were made. The patient was doing fine.

Event description:
New information received states the r-wave amplitude continued to gradually decrease. The lead was capped and replaced. No further information is available.